Event description:
The bipap a series ventilator was evaluated by a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no patient involvement, and no allegation of serious or permanent harm or injury. During the evaluation of the device at the third-party service center, the device was visually inspected and was positive for visible evidence of foam degradation. No repairs were done because the device was processed as scrap. Additional findings not related to the malfunction/issue: the rubber feet were noted to be missing from the device and would require replacement. The device will be included in fsca 2021-05-a.